Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under (B)(4).

Event description:
It was reported that during a stent placement procedure for treatment of an intermittent claudication of the right external iliac artery via access through the right common femoral artery, the vascular stent could not be deployed. The device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased release force. As reported, the lesion had not been pre-dilated which may be another potential contributing factor to the reported event. On the basis of the information available and as no sample was returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system(introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regarding pre- dilation the IFU states: "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician."

Event description:
It was reported that during a stent placement procedure for treatment of an intermittent claudication of the right external iliac artery via access through the right common femoral artery, the vascular stent could not be deployed. The device was removed and another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.